Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that there was a power on reset (por) error on the spinal cord stimulator (scs) charger screen. The patient reported that they saw an error message with a picture of a doctor and the letters por and a black symbol. It was unknown if any diagnostics/troubleshooting was performed. The patient was directed to the hospital. The issue was resolved at the time of report.